Event description:
The nurse noted that the patient's urine output was dropping off at the start of the shift with a two hour output of 27ml. The nurse reported the decreased urine output to the physician who ordered 20mg of furosemide IV which was administered. Two hours later the nurse noted the patient's urine output at 18ml. The patient's bladder was scanned with readings 205-300ml. The physician was informed and the thermistor catheter was removed and a new foley catheter was inserted. There was immediately 230ml output of urine. No related injury noted to patient. The nurse did not indicate there were any visual defects to the thermistor catheter. The tubing portion-only of the catheter was retained and available to ship to c.r. Bard for inspection upon their request.